Manufacturer narrative:
(B)(4) for the reported event of handle jammed. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-00542 and 3005099803-2012-00543 address these devices. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used for an esophageal variceal banding procedure performed on (B)(6) 2012. According to the complainant, during the procedure, two speedband device encountered deployment issues; the handle "spool was stuck." Reportedly, only a single band, out of the fourteen, was able to be released. The case was not completed due to this event; however, hemostasis was achieved with the first band that released. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being stable. Post procedure, the patient was transferred to the intensive care unit (ICU) for observation. However, the user confirmed that the reason for the hospitalization was independent of the device failures.